Event description:
It was reported that the programmer would not allow for modification or deletion of lead information, which resulted in the incorrect information being programmed in to a patient's device. The caller was advised to place the programmer in hibernation, but the issue was not resolved. It was noted that when the lead models were deleted, the new lead information could not be entered and the programmer displayed an error indicating that the lead information was full. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.